Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size e: catalog#42532007102, lot#65235182; articular surface fixed bearing posterior stabilized (ps) right 10 mm height: catalog#42521400710, lot#65230435; palacos r+g 2x40: catalog#6617747, lot#60561087. G2: foreign: germany. Multiple MDR reports have been filed for this event. Please see associated report: 3007963827-2023-00232. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, one (1) year and five (5) months post-implantation, the patient underwent revision surgery due to early loosening of both the femoral and tibial components. Due diligence is in progress for this complaint however no further information has been reported.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) - femur. Visual examination of the returned product identifies signs of use (surface scratches) and bone cement remains on the implant. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with diffuse tibial component loosening and possible loosening of the femoral component. Overall sizing is appropriate. Osteopenia is present. Complaint is confirmed from provided radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.